Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the air detector's seal was lifting and the dso seal was peeling. ?air in line detected" was found in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the inoperable air detector was the root cause. The air detector was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an "air in line" alarm. Patient involvement is unknown.